Event description:
The patient's mother called reporting the lead needs to be replaced and she thinks it may be defective. Follow-up indicates the physician chose to have this patient's lead removed after consulting with the patient and her family. Further information from an attorney alleges that as a proximate result of one or more defects of the lead, the plaintiff required an additional dangerous surgical procedure, and was thereby injured internally, externally and otherwise, both temporarily and permanently. The plaintiff thereby became sick, sore, lame, diseased and disordered and so remained for a long time, to wit; from thence hitherto, during all of which time she suffered or will suffer great pain.

Manufacturer narrative:
Other: the patient's mother called reporting the lead needs to be replaced and she thinks it may be defective. Follow-up indicates the physician chose to have this patient's lead removed after consulting with the patient and her family. Further information from an attorney alleges that as a proximate result of one or more defects of the lead, the plaintiff required an additional dangerous surgical procedure, and was thereby injured internally, externally and otherwise, both temporarily and permanently. The plaintiff thereby became sick, sore, lame, diseased and disordered and so remained for a long time, to wit; from thence hitherto, during all of which time she suffered or will suffer great pain. No conclusion can be drawn; elective replacement defective device.